Manufacturer narrative:
Correction d10: device returned on 01/21/2021, h6 methods code 10. Additional information h10: a 26mm commander delivery system was returned fully inserted through a 14f sheath. The loader was partially inserted into the sheath. The proximal balloon shaft near warning marker was bent due to packaging. It was returned unlocked at proximal warning marker, half of fine adjust and no flex were in use. The valve remain crimped over inflation balloon. Visual inspection of the returned device was performed, and the following was observed: blood was seen on the inflation balloon, flex tip pushed against and supporting proximal valve, balloon torn proximal to inflation to crimp (I/c) bond, proximal balloon wings remained inside crimped balloon at the tear location. The complaint for balloon torn was confirmed through the visual inspection of the returned device. Investigation of the device, DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, it was observed the balloon is torn proximal to I/c bond. While the complaint description states there were no difficulties observed during valve alignment, flex tip gouges are indicative of high alignment forces.. If high tension is present in the system during alignment, it may have resulted in increased forces being applied to the bond area. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. Available information suggests that procedural factors (high alignment forces) may have contributed to the reported event. However, without the return of patient anatomical information and/or related procedural imagery, there is insufficient information to determine a root cause at this time.

Event description:
Per engineering pre-deco evaluation  it was observed the balloon is torn proximal to ic bond.

Manufacturer narrative:
B5 event description: per engineering pre-deco evaluation  it was observed the balloon is torn proximal to ic bond. Correction to f10 device codes.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the delivery system was visually inspected and tested several times. During manufacturing, the delivery system balloon was 100% inspected. During the final inspection, the device underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for delivery system leakage was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Additionally, as the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, there was blood found in the atrion inflation device due to damage incurred by the delivery system. It is possible that there may have been a leak in the inflation or crimp balloon. However, since the type of leak or location of the leak was unable to be identified, this unable to be confirmed. As stated in the complaint event description, ¿patient had moderate calcium in the landing zone.¿ during the thv deployment, it is possible the inflation balloon may have come in contact with calcified nodules, which may have caused the reported damage to the inflation balloon. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the complaint events. The complaint event was unable to be confirmed. Due to the unavailability of the device it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in ireland, upon implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst. No patient injuries were reported.